Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device was evaluated in house. The complaint for the pump being unable to bolus could not be replicated.

Event description:
Intera oncology received a report that an intera 3000 hepatic artery infusion pump catheter did not flush during pump preparation. The pump emptied 15 ml bacteriostatic water and was filled with 30ml high-dose heparinized saline. The special bolus needle (sbn) was attached to 10ml syringe of low-dose hep saline. The scrub nurse attempted to flush as per protocol, and the catheter would not flush. Our representative visually confirmed that the scrub nurse was contacting the needle stopper. Then the scrub nurse remove the sbn from pump septum and confirmed that the system was patent, she reattempted, and catheter would not flush. A backup sbn was used, and the catheter did not flush. The surgeon came to troubleshoot, and he was unable to flush catheter and determined the best course of action was to open and prepare the backup pump. The new pump prepped without difficulty.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On october 2, 2025, intera oncology shipped a return kit to our representative to have the actual device return for examination. To date, the pump has not been returned. Therefore, once we receive the pump and it's evaluated, a supplemental report will be submitted.

Event description:
Intera oncology received a report that an intera 3000 hepatic artery infusion pump catheter did not flush during pump preparation. The pump emptied 15 ml bacteriostatic water and was filled with 30ml high-dose heparinized saline. The special bolus needle (sbn) was attached to 10ml syringe of low-dose hep saline. The scrub nurse attempted to flush as per protocol, and the catheter would not flush. Our representative visually confirmed that the scrub nurse was contacting the needle stopper. Then the scrub nurse remove the sbn from pump septum and confirmed that the system was patent, she reattempted, and catheter would not flush. A backup sbn was used, and the catheter did not flush. The surgeon came to troubleshoot, and he was unable to flush catheter and determined the best course of action was to open and prepare the backup pump. The new pump prepped without difficulty.